Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 426mg/dl due to under delivery of insulin and getting insulin flow block alarm. Customer treated high blood glucose by insulin pen. High pressure test was performed and passed the test. Customer perform troubleshoot and insulin exited at the qr. Customer advised to change complete set. Insulin pump will not be return for analysis.